Event description:
The customer reported a malfunction with their insulin pump. There was no adverse impact on the customer's blood glucose levels. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.